Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed tissue in-between the jaws. Tests for resistance, jaw gap and jaw splay were within the allowed range. The device was tested on simulated tissue for proper activation and knife function with acceptable results. Date sent: 02/14/2014.

Event description:
The customer reported that after a few seals with the device, the jaws would not open. Another ligasure device was opened and used to seal the remaining tissue in the jaws. The device was removed from the field with no further issues. There was no pt injury.